Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, customer corrected the date and resumed insulin therapy and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 167-177 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.